Event description:
It was reported that pump displayed malfunction alarm labeled malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted customer with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.